Manufacturer narrative:
The report we rec'd from the field indicated that during a coronary stenting procedure, the stent delivery system was unable to cross the target site. However, upon withdrawal of the delivery system, it was noted that the stent strut(s) was flared. The procedure was successfully completed with another cypher stent without incident to the pt. Add'l info has been requested and will be rec'd within 30 days upon receipt. The product has been returned for eval and testing; however, the engineering valuation has not been completed.

Event description:
Stent strut(s) flaring.